Event description:
The following allegation was reported to davol by the patient: the patient has alleged that she was implanted with a bard/davol ventralex st mesh, placed just below the belly button, during a hernia repair procedure performed on (B)(6) 2013. The patient reports starting to feel increasing pain and visited her surgeon in (B)(6) 2014 due to pressure, pain and hardness felt under the skin at the repair site. During this visit, the patient claims that she was given a cortisone shot to help relieve the pain and inflammation. The patient alleges that she visited her surgeon again on (B)(6) 2015, due to continuous and increasing pain with a visible bulge at the previous repair site. The patient reports that, the surgeon believed the hernia had recurred and would need to be repaired. The patient alleges that she sought a second opinion and this surgeon agreed that the hernia would need to be repaired. The patient stated she is in the process of scheduling the repair with her implanting surgeon and that at this time no surgical intervention has taken place.

Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged hernia recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is identified as a possible complication in the adverse reaction section of the products IFU. As reported at this time the mesh remains implanted. If additional information is obtained, a follow up MDR will be submitted.